Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event was identified during review of a journal article: matthieu ollivier, et al. ¿use of porous tantalum components in paprosky two and three acetabular revision. A minimum five-year follow-up of fift one hips.¿ 10.1007/s00264-016-3312-2.

Event description:
It was reported in a journal article that a patient experienced a revisions due to deep infection that required a lavage with polyethylene and head exchange on an unknown date. No further information is available